Event description:
Customer states that the device said the result was over 900 mg/dl a couple of times. Could not find results in the memory. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.